Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was over 400 mg/dl. Customer stated that they checked the insulin pump it was blank and not turning on even after replacing battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.